Event description:
It was reported that during meniscus suture surgery, t1 and t2 were deployed simultaneously. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 were deployed simultaneously.¿ the device was returned with one anchor and partial cut suture. The anchor was ¿v¿ shaped which indicates being pulled back through tissue post deployment. The needle track does not show any damage. The device had been cycled previously. It cycled and actuated properly. There was no obvious cause found for the allegation. No root cause related to the manufacture of the device was confirmed.